Event description:
It was reported that out of range issues occurred between the transmitter and pump greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. The customer's blood glucose level was 149 mg/dl. The customer was instructed to reset the pump, however the customer declined to further troubleshoot with tandem technical support prior to insulin being resumed.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.